Event description:
It was reported that during reprocessing, the wire on the distal end of the megasuturecut needle driver instrument was frayed. There were no missing or fallen pieces reported

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. Engineering evaluation also found that the same grip cable is derailed at the distal idler pulley. The grips can still open and close; however, the movement may not be precise. Engineering concluded that the cable derailment is likely due to the cable losing contact with the pulley during wrist articulation. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.